Event description:
It was reported through the stryker facebook page, "I wish mine had been so easy. I¿m into my 4th month and still have pain and difficulty walking. I did the rehab and more pt and have continued the exercises myself. The day after surgery I crashed and had to have a transfusion and an infusion of I believe iron. I had extra days in hospital before going to rehab. I had absolutely incredible horrible pain for at least 6 weeks. Pain that tylenol would not touch. I¿m in my 80s so age may be partly to blame. I just know I will never have another knee surgery unless it is totally necessary. I lived with pain for quite a while before deciding to have surgery. I can¿t wait for the day when it has healed completely and I can go back to doing my yard work and everything I need to do."

Manufacturer narrative:
An event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing post-operative pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.